Event description:
It was reported the pt experienced her stimulation changing from one spot to the other without an adjustment of the program settings or turning on/off the system. The pt needs stimulation in her lower back and left leg and hip, however, when the stimulation changed it is usually from the knee down to her feet. The pt is not in a particular position when the change in stimulation occurs but is usually sitting or lying down. The pt stated she did suffer a fall a few months ago. X-rays and CT scan was taken which confirmed the lead had not migrated. Follow up info identified the pt was receiving effective stimulation while at the physician's office but once she returned home the stimulation changed without any intervention by the pt. The pt is knowledgable about the scs system and there were no impedance issues. The pt underwent a surgical procedure on (B)(6) 2014, where the lead was repositioned to the left. The pt is no receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.